Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the attorney that plaintiff underwent a left total hip arthroplasty on (B)(6) 2011 and had to undergo revision surgery on (B)(6) 2018 for the lfit v40 head due to alleged altr.